Manufacturer narrative:
This is a final report. The customer returned freestyle navigator receiver. The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. Note: according to the internal memory log of the receiver, the customer did not test their glucose level with the built-in meter at the time of the medical event. Label copy states test your finger if you are testing for hypoglycemia.

Event description:
The customer reported receiving inaccurate readings on their freestyle continuous glucose monitoring system. The customer reported that she was sleeping when she began to experience symptoms. The customer experienced sweatiness, disorientation and a loss of consciousness. The customer self treated with food to help counteract the medical event. There was no third party medical intervention reported. There was no report of death or permanent impairment associated with this event.